Event description:
It was reported "first time to ever use set, the doctor tried to cut the rod. The pin flew out into patient. This is a brand new rod cutter never been used.

Manufacturer narrative:
Additional information has been requested, and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.